Event description:
Our affiliate is reporting to us that during an arthroscopic knee repair, the surgeon observed metal shavings emanating from three mitek cutter blades and falling into the patient's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.also see associated mdrs 1221934-2012-00244 and 1221934-2012-00245.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. (B)(4): wawaiting return of complaint device.

Manufacturer narrative:
Mitek received 15 devices against this complaint issue; see associated mdrs 1221934-2012-00245 and 1221934-2012-00246. Of the 15 items, none could be associated to this lot reference. There are no other complaints of any kind for this part/lot in the mitek complaints system. Evaluation statement for the associated mdrs: mitek received 15 devices; 12 still in their unopened packaging and 3 loose what telltales of having been used. We could find nothing physically or cosmetically wrong with these devices; these complaint devices were evaluated. Visually the devices were viewed both with the naked eye and under power (10x): for the 3 loose devices, it is noted that the sheath portion of the devices have some rifling marks on the inside diameter at the distal end, also, the inner shafts have some rifling marks along the length of their surface; outside of this observation there are no other anomalies or damage. In reviewing this failure mode with the qe team for this product line, they indicated this condition, rifling marks, is indicative of the inner blade and the outer sheath coming into contact with each other, causing friction while the device is in use, and of course, this contact or friction would be the cause of the metal shavings reported. Also, all 15 of these devices were functionally evaluated: they were rotated on their own axis by hand to see if they operated true and straight and without causing any friction or metal on metal contact; no deviations noted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Outside of this consideration we cannot discern any other root or underlying cause for the reported issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.